Manufacturer narrative:
Evaluation of the returned component was inconclusive as to the cause of the event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent an ankle syndesmosis procedure utilizing a ziptight ankle syndesmosis fixation device on (B)(6), 2011. During the procedure, the tensioning suture fractured as the surgeon was attempting to seat the lateral button and secure it to the plate used to fix the patient's fracture. A second device was attempted, but the surgeon was not satisfied with the fixation as he was only able to partially tighten the button. A screw was used to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.